Manufacturer narrative:
Patient involvement was reported, it was reported there was a patient death. The customer has not confirmed if there was any allegation of device malfunction. No additional patient information was provided. The clinical audit logs were reviewed by the product support engineer, revealing red arrhythmia alarms occurring throughout the event timeframe, with acknowledgments occurring as well. There were instances of technical inops for "cannot analyze ECG'; however, it cannot be determined if the user is adjusting the leads or if they were removed. Several attempts via email and voice mail were made to get additional information, but the customer has not responded. The clinical audit logs were reviewed and the device was determined to be functioning as designed. Red arrhythmia alarms were occurring throughout the event timeframe and were being acknowledged. There does not appear to be any device malfunction. Based on this information, the investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported the customer requested assistance obtaining the clinical audit logs following the patient's death. The nurse manager wanted to review the alarm events prior to the patient passing away. There was no information provided to indicate whether there was an allegation the device caused or contributed to the reported event; therefore, good faith efforts are being performed. The clinical audit logs were reviewed by the product support engineer, revealing red arrhythmia alarms occuring throughout the event timeframe, with acknowledgments occurring as well. There were instances of technical inops for "cannot analyze ECG'; however, it cannot be determined if the user is adjusting the leads or if they were removed. There does not appear to be any device malfunction. Based on this information, there does not appear to be any device malfunction which would lead to the reported death and users were acknowledging alarms, which would mean users were aware of the alarms; however, as the clinical questions were no answered by the customer, the cause of death remains unknown.